Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage found on the pump. Performed functional check. Customer problem confirmed. The device alarms "overpressure". The root cause is unknown. The dso (downstream occlusion) sensor needs to get exchanged. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had overpressure and eliminate obstruction between pump and patient. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.